Manufacturer narrative:
(B)(4).

Event description:
Boston scientific received information that an alert was issued by the remote monitoring system for high out of range pace impedance measurement on this right atrial (ra) lead and implantable cardioverter defibrillator (ICD). No oversensing was noted. A boston scientific technical services (ts) suggested to have the patient perform a patient initiated interrogation or to bring the patient to clinic for evaluation. Attempted to seek additional information, however, the field representative had not received any follow up inquiry regarding this patient and thus, could not provide any further information regarding the event. The system remains in service. No adverse patient effects were reported.

Event description:
Additional information was received that an invasive procedure was performed approximately 3 years later. The ra lead was surgically abandoned and replaced and the ICD remains implanted and in service. No additional adverse patient effects were reported.

Event description:
Additional information was received indicating that the patient was seen in the clinic with overall trend stable. The plan was to adjust the alert configuration in the future. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.